Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2013. Approximately 9 years and 1 month after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: wear of articular bearing surface of internal prosthetic left hip joint findings: eccentric polyethylene wear. There was significant synovitis and detachment of the posterior structures. A sterile compressive dressing was applied. Patient tolerated the procedure well and was transferred to recovery in stable condition.